Manufacturer narrative:
Investigational testing of the returned analyzer confirmed corrosion of the analyzer sensor pins was the source of the qc controls out of range indicated in the customer complaint. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing or when too much sample is added to the test sensor. Per sections 4-8 and 5-8 of the leadcare ii user's manual, " remove the used sensor immediately after recording the result." (B)(4)

Event description:
Customer called magellan product support explaining they were unable to get the quality controls in the proper range. Test kit and analyzer were returned to magellan diagnostics. Customer complaint of controls out of range was confirmed to be related to the analyzer. Review of analyzer event logs also showed the customer was not consistently running periodic qc according to the manufacturer's instructions and that many error messages had occured that were not reported to magellan. No reported injuries occurred as a result of this issue.